Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture the product investigation results.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and erosion. Reportedly, the patient had a boil at the site of the implant. The patient also presented with an open wound. Additional information received from the field representative indicated that the device was visible through the wound but did not protrude out. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.